Manufacturer narrative:
The unit passed all operating currents tested within the range and passed the off no power test. The unit was monitored and tested with no failed battery test. The unit had a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window.

Event description:
The customer called in to report a failed battery test alarm. The customer's blood glucose level was unknown. The customer was able to clear the alarm but the alarm came back after 2 days. Customer did not find anything wrong during troubleshooting. The device was replaced and returned.